Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient started treatment with cephalosporin (dose, route, frequency and duration not reported) for peritonitis. Dianeal therapy remained ongoing. The outcome and patient recovery for this event were not reported. No additional information is available.